Event description:
It was reported that this inflatable penile prosthesis (ipp) would no longer inflate. Upon surgical intervention, a tear in the left cylinder, resulting in a fluid leak, was identified. All components were removed and replaced with a tactra device. No patient complications were reported.